Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 450 mg/dl. Customer reported current blood glucose 362 mg/dl. Customer states insulin is not coming out. Customer reported symptoms that when her blood glucose was up to 450 mg/dl she had a little nausea and a headache. Customer treated for high blood glucose was blousing. The customer was assisted with troubleshooting. Customer will not return device for analysis.